Event description:
It was reported to medtronic minimed that the customer has to change the battery every day and received 'replace battery now' alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Instructed customer that pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1885 was requested, and customer response was the device will be returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one. That is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed sleep current test, however, did not pass active current test. Successfully downloaded history files and traces using thus/thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 105.0 received the low battery alert (104) on 01/05/2026 09:12:00 faster than expected at 0.35 days. Battery cycle 104.0 received the low battery alert (104) on 01/04/2026 22:49:00 faster than expected at 0.24 days. Battery cycle 103.0 received the low battery alert (104) on 01/04/2026 14:27:00 faster than expected at 0.07 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found moisture damage¿on the electronic assembly, motor, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, battery tube threads cracked, stained keypad overlay, cracked case (battery tube), label damage (serial number worn down). Power errors were confirmed in pump history and during testing due to moisture damage to electronic assemblies, corroded battery tube, motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.